Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
The customer reported diagnostic error "alarm light emitting diode (led) failed¿. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the diagnostic error in the event log. The remote service engineer (rse) advised the customer to replace the power switch overlay. The customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if the customer replaced the power switch overlay as advised by the remote service engineer. If additional information becomes available at a later date, a supplemental report will be submitted.